Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-00045. It was reported that during ventricle assist device (vad) interrogation the customer noted a pump stop for 03:22 minutes on (B)(6) 2021 at 0404. The patient reports they were doing a daily system check and thought they didn¿t hear any tones/alarms. They decided to switch out their controller to the backup controller and then changed their mind after disconnecting the driveline and plugging it into the backup controller. The patient had a pump stop for 03:22 minutes on their primary controller and the backup controller was not powered on. The patient denied lightheadedness, syncope, palpitations or chest pain during and after the pump stop. The patient was doing well and was returned back home. A review of the log files revealed driveline disconnect alarms on (B)(6) 2021 at approximately 0402 due to a disconnect of the driveline from the controller. The log did not display any alarms prior to this event and there were no unusual events recorded prior to this event. The driveline was reconnected on (B)(6) 2021 at 0426 (the logs did not display any data between 4:05:25am thru 4:26:08am). There were no other unusual events displayed for the remainder of the log. The second log file did not display enough information to graph the data. The log displayed a transient connection of the driveline on (B)(6) 2021 at 0405:25 followed by driveline disconnect alarms where the driveline was disconnected from the controller at 0405:25am. It appeared the backup controller was momentarily connected due to the events displayed in the second log file.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of driveline disconnects resulting in a pump stop can be confirmed through evaluation of the submitted log files. The submitted log files contained data from (B)(6) 2021 at 19:41:55 to (B)(6) 2021 at 11:25:47. On (B)(6) 2021 at 04:02:05 the driveline was disconnected from the primary controller resulting in a pump stop. Approximately 3 minutes and 19 seconds later, the log file displayed a transient connection of the driveline to the backup controller on (B)(6) 2021 at 04:05:24 followed by driveline disconnect alarms where the driveline was disconnected from the controller at 04:05:25. The driveline was then reconnected to the primary controller at 04:26:08. The driveline disconnect and pump stop events were associated with 6 low speed hazards, 1 low speed advisory, 6 low flow hazards and 6 motor stopped active flags. There were no other unusual events displayed for the remainder of the log. It was reported that the patient decided to switch out his controller to the backup controller and then changed his mind after disconnecting the driveline and plugging it into the backup controller. The patient is currently using the primary controller, and no further alarms or pump stops were reported. The patient denied lightheadedness, syncope, palpitations or chest pain during and after the pump stop. The patient was doing well and is back home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU, rev. C, is currently available. This document explains all system controller alarms and the proper actions associated with them. The heartmate ii lvas patient handbook, rev. C, is also currently available. This handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.